Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a lap sleeve procedure, the row proximal to the knife did not form proper b shaped staples ( proximal part of the inner most row next to the knife on patient side). The jaws seems to have more movement at the articulation joint than normal. A new plee60a was opened. 2-3 minute delay to the procedure. No ae to patient.

Manufacturer narrative:
(B)(4). Additional information received: the product could not be located by the customer and will not be returning.